Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt expected cerebrospinal fluid leakage while being implanted with two leads (from the same lot) for a trial procedure. As a result, the pt experienced a headache post-op. Overall, the trial was successful and the headache resolved over time.